Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for discoloration of the IV cannula with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Based on the investigation results, no root cause from the manufacturing site has been identified for the reported customer incident. The discolored cannula is embedded in the cannula steel and is believed to be related to the cannula passivation process at the supplier level.

Event description:
It was reported before use of the bd vacutainer® ultratouch¿ push button blood collection set "the needle seems to be black." There was no report of injury or medical intervention.